Event description:
I received a heart cath through the right femoral artery following a negative stress test used to diagnose left arm and jaw discomfort. Also have significant family history which indicated the need for the cath. The angio-seal closure device was used to close the puncture of the cath. Immediately upon standing, after the procedure, I felt extreme fatigue in the right leg which made it difficult to walk. This was passed off by the nurse as simple side effect of anesthesia. Fatigue and cramping continued; went to the ER the following day where they ran an ultrasound of the groin area and determined there were no problems related to the cath. Called to see the cardiologist the following tuesday, and was told I just needed to give it time. He then ordered another ultrasound, but said he would plan to see me in a month. Called and met with my pcp that friday, and she said the ultrasound showed that the right leg pulses were low, but attributed it to swelling which would dissipate within a few days. Called my pcp two weeks later to notify that my symptoms had not improved and was referred to a vascular surgeon. Meantime the cardiologist had reported that the ultrasound was normal. The vascular surgeon looked at the ultra-sound and immediately saw that the pulses were practically non-existent in the right leg and that I would need surgery to correct the problem caused by the vascular closure device. I don't know if the device itself is to blame or the implantation technique used by the cardiologist. Either way, I feel the MFR is to blame primarily. I had to undergo surgery to open up the artery, remove the seal and the scar tissue that had developed during the time that my concerns were met with deaf ears, and also a large blood clot that actually put my leg as well as my life in danger. I now have a 6 inch incision in my groin and several weeks of recuperation ahead of me. Either there is a problem with the device or there is a problem in training the surgeon to use the device, and I believe that the complications are way under-reported.